Event description:
Customer reported receiving an errc 3 message from their freestyle freedom meter and not able to perform a glucose testing. Customer reported experiencing symptoms of tiredness, dizziness, and loss of consciousness and taking her oral diabetes medication to counteract her symptoms. No third party medical intervention was required nor was any diagnosis reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.